Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, the turbine module was found defective. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. If present, the fault will be detected during pre-use check. Evaluation of received device logs confirmed the claimed turbine failure. The claimed part was not provided for further analysis. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a faulty gluing procedure during manufacturing. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented. A correction of fields # d1 brand name, # d4 version or model #, d4 catalog #, d4 unique identifier (UDI) #, # g2 report source and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. D4 - catalog # - previous catalog #: 6882000, corrected catalog #: blank. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). G2 - report source - previous report source: foreign, user facility, distributor, corrected report source: foreign, user facility, company representative. H4 ¿ manufacture date - previous manufacturing date: 08/27/2020, corrected manufacturing date: 08/24/2020.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's turbine module failed. There was no patient harm. Manufacturer's ref. #: (B)(4).